Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the rn was attempting to infuse medication, and the pump continually stated "air in line" after multiple attempts to trouble shoot with multiple rns. Once the tubing was changed, the infusion ran smoothly. The tubing was from pharmacy, and they were unsure of the exact tubing packaging it came from." There was patient involvement and the event lead to delay in treatment, after the change in tubing the infusion was successful.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the rn was attempting to infuse medication, and the pump continually stated "air in line" after multiple attempts to trouble shoot with multiple rns. Once the tubing was changed, the infusion ran smoothly. The tubing was from pharmacy, and they were unsure of the exact tubing packaging it came from." There was patient involvement and the event lead to delay in treatment, after the change in tubing the infusion was successful.